Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of 580mg/dl, 271mg/dl and 147mg/dl. No qual controls were run during the call. Customer's mother reports he was given additional insulin and felt his blood glucose was low the rest of the day; was able to self treat with food. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.